Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) observed cracked peek housing. Initially, it was reported that a deflection issue 401 error code was displayed and the catheter could not deflect to specification. A second catheter was used to complete the operation. No adverse patient consequences were reported. The observed deflection issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 9/24/2019, the bwi pal received the device for evaluation. Upon initial inspection, approximately 7.5 mm from the distal end, the tip dome peek housing was observed cracked open, with internal part exposed. On 10/7/2019, a second visual inspection was performed. The peek housing was found cracked open with internal parts are exposed. The observed cracked peek housing has been assessed as an MDR reportable malfunction as internal parts were exposed. The awareness date has been reset to 9/24/2019.

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) observed cracked peek housing. Upon receipt of the event description from the customer, there was no mention of damages to the integrity of the navi-star¿ thermo-cool¿ electrophysiology catheter. Therefore, follow up was prompted. On 10/17/2019, additional information was received indicating no damage was observed during use of the navi-star¿ thermo-cool¿ electrophysiology catheter. During the procedure, the device integrity was maintained and the patient was not exposed to any internal components. There was no life-threatening illness, permanent impairment of a body function or permanent damage to a body structure. There was no need for medical or surgical intervention. With the additional information provided, this event has been assessed as not MDR reportable, as device integrity during the procedure was not compromised. However, since it has already been reported to FDA, any additional updates received will continue to be reported. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) observed cracked peek housing. Initially, it was reported that a deflection issue 401 error code was displayed and the catheter could not deflect to specification. The investigational analysis completed (B)(6)2019. According to pictures provided by customer, device information is observed. Photographs provided doesn't contain information related to the complaint reported. The device was inspected and approximately 7.5 mm from the distal end. The tip dome of the peek housing was observed cracked, with internal part exposed. During the second visual, the peek housing was found damaged cracked open, with internal parts are exposed. Deflection testing was performed and it was found to be within specifications. The catheter was deflecting correctly. The magnetic sensor functionality was tested on carto and the catheter failed. Error 105 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensors was found. It was determined that the root cause was an internal failure of the sensors. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint has been verified. The root cause of the peek housing cracked cannot be related to the manufacturing process, since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the shipment. However, this cannot be conclusively determined. In addition, there was a previous investigation to reduce magnetic and force sensor internal issues. Manufacture reference no: (B)(4).